Manufacturer narrative:
Vyaire medical file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. Results of investigation: the vyaire factory service department received the suspect user interface module (uim) assembly for investigation. The factory service department performed a visual inspection of the internal components and power testing of the uim assembly components. They also performed multiple power on cycles on the suspect control board on a test uim. They were not able to duplicate the reported issue therefore no assembly failure can be determined.

Event description:
The customer reported on startup horizontal lines on the display of the user interface module (uim)and within a few seconds the component display goes blank on this ventilator device. The customer stated no known reported patient involvement with this event.